Manufacturer narrative:
Approximately 3 weeks after pvi (pulmonary vein isolation)/afib (atrial fibrillation) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and an unspecified model of ngen generator, the patient experienced fistula from the left atrium (la) to their esophagus and died on (B)(6) 2025. Device investigation details: multiple attempts have been completed to obtain serial number to no avail. Since no serial number was provided for analysis, no equipment failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If the serial number of the equipment or additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
Approximately 3 weeks after pvi (pulmonary vein isolation)/afib (atrial fibrillation) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and an unspecified model of ngen generator, the patient experienced fistula from the left atrium (la) to their esophagus and died on (B)(6) 2025. A medication intervention was conducted along with a gastroscopy. This study did not adhere to the tag index values specified by bwi. An extensive ablation was performed at the posterior wall and the anterior wall of the left atrial pvi¿s. The force sensing ablation catheter used was the thermocool® smart touch® sf bi-directional navigation catheter. The force visualization features used were dashboard, vector, visitag. One transseptal puncture site was performed during the procedure. There are two reports for this event, one for the thermocool smarttouch and the other for the ngen generator. This report is for the ngen generator.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).